Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 1388t lead, implanted: (B)(6) 1998.

Event description:
It was reported that at the patient¿s cardiologist office visit the patient complained of hearing device alarms and stated that they heard the alarms every four hours for a twenty-four-hour period. An integration showed that a lead integrity alert had been triggered and that there were short periods of v-v intervals consistent with noise artifact on the right ventricular (rv) lead. The rv lead also had high impedances. A possible clavicular fracture was suspected. The lead was explanted and replaced. The patient was enrolled in the product surveillance registry clinical study but was now withdrawn from the study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. If information is provided in the future, a supplemental report will be issued.